Event description:
It was reported that the patient presented for a scheduled procedure. Prior to the procedure, the right atrial lead exhibited noise leading to over-sensing. The right atrial lead was capped and replaced on (B)(6) 2021. The patient condition was stable post-procedure.